Event description:
Hill-rom's technician, was at this account and has been told by a nurse that the intermediate siderail came unlatched while the patient was in the turn assist mode. They report that the patient did not fall out of bed.